Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server patient listed on the census was not appearing in pyxis to pull medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the patient's data was failed to appear on the station. A technical support specialist (tss) dialed into the server, verified the affected patient with visit identification (ID), which was added as a temporary patient on the station and not admitted in the admission discharge transfer (adt)/system. The temporary patient had expired, so it no longer appeared on any station. It was advised the customer that the patient should be admitted in the adt or system. The attempts were made to contact the customer; there has been no update for several days the case was proceeded for closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient listed on the census was not appearing in pyxis to pull medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.